Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had forgotten how to use their patient programmer. Patient stated they were not sure if their system was working as it should have been. Patient stated they were not feeling stimulation during the day and they used to feel a tingle every now and then. Patient reported it also seemed like they were not emptying quite as well and they had been prone to a couple more utis than they used to be. Patient reported that the utis went with not emptying as well. Patient reported it may have been them, not the device. Patient noted they were having their system checked the following week or week after. Patient reported they tried to adjust the programming 3-4 days prior, but they couldn¿t figure it out. Patient was able to sync with their programmer and it showed stimulation was off and they were onprogram 2 at 2.4v. Patient was able to turn stimulation on and reported they felt stimulation and it was comfortable. No further complications were reported or anticipated.